Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 12f amplatzer torqvue delivery system was chosen for a procedure. The device was prepared and flushed in accordance with the instructions for use (IFU), and the delivery sheath was inspected prior to use with no kinks, damage, or obstructions noted. During the procedure, transseptal puncture (tsp) access was lost by the physician while attempting to recross the septum. The anatomy was described as tortuous by the physician and supporting staff, which was considered a contributing factor. The torqvue delivery sheath and dilator were subsequently removed from the patient after loss of tsp position when a repeat puncture was required. Upon removal, the physician observed that the dilator was frayed, which was clarified as a torn dilator tip. The delivery system had contacted the guidewire prior to the damage being identified. The damaged device was deemed unusable and not reused. A replacement 12f amplatzer torqvue delivery system was then requested. The device was not introduced through the sheath. The procedure was completed using a new 12f amplatzer torqvue delivery system. The patient remained hemodynamically stable throughout the procedure, with no clinically significant delay and no adverse patient effects reported.